Event description:
Same as MFR# 6000093-2004-01385. It was reported that 4 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab and had a lesion in mid left anterior descending artery (lad) stented with a taxus express2 8.8% 2.50 x 24 mm stent and a taxus express2 8.8% 2.50 x 24 mm stent end to end of the first stent. Pt was placed on plavix and integrilin post procedure. Four days later the pt presented to the cath lab complaining of chest pains and was determined to have a thrombosis in the taxus stents. The physician then decided to deploy a bare metal stent distally from the two taxus stents and flow was resumed. It was noted reopro was initiated. Pt status is reported as "good/satisfactory."